Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection of the sample confirmed the silicone extension was detached from the catheter tubing just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which is indicative of a tensile force applied to the catheter. A definite root cause for the breakage is not certain. Due to the jagged edges, possibly an excessive force was applied to the catheter. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely the result of an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
We had an event in picu a couple weeks ago where a PICC line snapped in 2 pieces upon repositioning of the patient. There was no patient harm; however, a new line had to be placed.¿ PICC placed ¿ (B)(6)2023 date of event ¿ (B)(6)2023

Manufacturer narrative:
Sample is indicated as returned. As of the date of this report, sample has not been investigated. A follow-up report will be submitted upon investigation completion.

Event description:
We had an event in picu a couple weeks ago where a PICC line snapped in 2 pieces upon repositioning of the patient. There was no patient harm; however, a new line had to be placed.¿ PICC placed ¿ (B)(6) 2023 date of event ¿ (B)(6) 2023.